Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reactions. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed ongoing allergic reactions from the pod adhesive at the pod¿s insertion site (unspecified) while wearing the device. The problem has been ongoing since (B)(6) 2025. The patient stated that they wear the pod for up to a day and the insertion site was reported to be severely itchy, red, sore and have weeping rash. On (B)(6) 2026, the patient had a telephone consultation with their general practitioner (gp) for medical advice and was diagnosed with contact dermatitis due to skin irritation. The patient was prescribed steroid cream (betamethasone valerate) and was advised to apply the cream once a day on the affected site.